Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead had high lead impedance. More information was requested, but not yet provided.

Event description:
New information received notes the correct serial number of the lead